Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02868. It was reported the patient experienced a fall after returning home from the scs system trial procedure and were unable to move arms or legs. The patient went to the emergency room. It was discovered the patient had an epidural hematoma. The trial leads were removed. The patient underwent surgery to remove the hematoma on (B)(6) 2018. The hematoma issue was resolved. The patient is able to move the right leg, but not the left leg.